Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (b)(6) 2026. On the same day, it was reported that the patient woke up with a sensor failed message on their CGM device. The patient was also wearing an Omnipod insulin pump. The patient woke up and was vomiting every 20 minutes, couldn¿t drink water, had a headache, fatigue, and excessive sweating. The patient¿s wife then brought the patient to the Emergency room (ER) for evaluation. At the ER, the patient¿s BG meter reading was 700 mg/dl. Shortly after the patient¿s BG level confirmed by blood work was 934 mg/dl. The patient was diagnosed with DKA and treated with insulin via injection and IV fluids. After treatment, the patient¿s BG level remained above 400 mg/dl and the patient was unable to eat. The patient remained under close observation. On (b)(6), the patient¿s BG level decreased to 142 mg/dl and the patient was discharged around 6pm. After getting home around 8pm, the patient¿s BG level was 122 mg/dl. The patient was prescribed Novolog insulin to use if his BG level rises over 190 mg/dl and was told to follow-up with his primary care doctor or see an endocrinologist for follow-up. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of Diabetic Ketoacidosis.